Event description:
The customer reported that the ventilator had a motor fault issue during set-up. No patient involvement.

Manufacturer narrative:
Manufacturing received a vela turbine assembly and an interface pcba. The parts were installed in a known good unit. The unit was powered up and a ¿motor fault¿ and vent inop faults occurred. The turbine interface pcba was replaced with a known good lab turbine interface pcba and connected it with customer¿s good turbine and the unit passes. The unit was powered up in service mode and a xdcr calibration was performed and the unit passed calibrations. After powering up the unit, reported problem was duplicated. Additional information: vte was low at 314 ml and vti was low at 300.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the turbine fixed the reported issue. Following the completion of FDA audit on (B)(4) 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.